Event description:
The patient was implanted with hernia mesh t-sling. Later the patient experienced incomplete emptying of the bladder. Later on an excision of three sections of mesh measuring 1.2 x 1.0 x 0.2 cm, 1.1 x 0.5 x 0.2 cm and 1.9 x 0.4 x 0.1 cm, urethral stenosis and urethral dilation and a cystoscopy which revealed no urethral injury, foreign body or inflammation.